Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was discovered by hospital personnel and reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) ECG cable to iabp console connection sit. The unit has an abnormal pressure reading. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: h6 (medical device - problem code) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit. All functional check was performed according to factory specifications. There was no problem found from the machine/ ECG cable / pressure cable. The fse discussed the problem with the customer and the unit was then returned for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was discovered by hospital personnel and reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) ECG cable to iabp console connection sit. There was no patient harm or injury reported.